Event description:
Customer reported that chuck was broken. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed the adapter has a broken fitting part, due to use of excessive force and incorrect movements in the procedure, causing stress at one point and later break. The chuck has difficulty to grip smaller drill diameters, because the jaws and the rails are worn, caused by the use of excessive force and/or improperly tightening of the chuck. A replacement device was sent to the customer (B)(4) 2012. Placeholder.